Manufacturer narrative:
(B)(4). Patient medications include allopurinol, amlodipine-benazepril, ezetimibe, levothyroxine, and paroxetine. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system as part of an endovascular aortic and bilateral iliac branch repair. During the procedure, positioning of the trunk-ipsilateral component (rlt261412/17788327) was confirmed and deployment at the proximal end was initiated, with the ipsilateral leg remaining constrained on the delivery catheter. It was reported that no resistance, rotation/torque of the delivery catheter, or other issues were noted during advancement. Upon deployment of the ipsilateral limb, the #2 deployment line was reportedly broken. According to the report, the physician disassembled the handle to find the broken #2 wire. However, the wire reportedly still could not be seen. The physician cut into the catheter near the sheath and then was reportedly able to see the lock wire. Pliers were then used to secure and pull the broken wire out. The device was successfully released from the delivery catheter, and the procedure went forward without any further reported complications. The patient tolerated the procedure. The delivery catheter has been returned to gore for analysis.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis featuring c3® delivery system catheter was received by gore form the facility and an engineering evaluation was performed. During investigation, it was confirmed that the catheter handle covers and backup deployment line access hatch had been removed from the spine. The strain relief had been moved from the spine nose and the catheter had been cut approximately 22mm from the spine nose. Engineering observed the edges where the lock pin was separated. The surface contained a sloped, fairly smooth portion and a flat, rough portion. This pattern is consistent with an initiation point followed by a fracture. The lock pin segment still attached to the constraining mechanism was aligned with the spine to determine the location of the fracture. The break appeared to occur inside the manifold close to the catheter. The findings from the evaluation were consistent with the reported procedural observations. The report of a broken #2 deployment line [lock pin] was confirmed. However, the root cause for the broken lock pin could not be determined with the currently available information.